Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump half keypad did not respond. The customer blood glucose level was 83 mg/dl. Customer was assisted with troubleshooting. Customer states the buttons were responsive intermittently. Customer states there were times when they press the buttons and was unable to navigate to another screen. Customer states the screen stays on the same screen instead of going to the options menu. Customer states the issue has been getting worse. Customer states that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer states that there was no response from any button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).